Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 476 mg/dl and 169 mg/dl. Customer's wife treated the customer with 11 units of novolog based upon the reading of 476 mg/dl. Customer was not symptomatic of hyperglycemia. Upon obtaining the reading of 169 mg/dl, wife treated customer with orange juice. No adverse event reported. Requested return of suspect device and replacement was sent.